Manufacturer narrative:
A procedure took place but this ra lead was not extracted thus it was capped and will not be returned for analysis. Should additional information become available this event will be updated.

Manufacturer narrative:
At this time the ra lead remains implanted and a repositioning procedure has been scheduled. Upon further information this pi will be updated.

Event description:
Boston scientific received information that during a follow up loss of capture was seen on the atrial channel. It was confirmed by x-ray that the right atrial (ra) lead had dislodged. A repositioning procedure has been scheduled. No adverse patient effects were reported.